Event description:
It was reported with the use of the bd eclipse¿ needle with slip tip hub configuration a failure was detected with the intramuscular safety device. A worker in the psychiatry wing was assisting with a patient and after hearing the activation "click" the safety protection device separated from the needle and a puncture occurred to the worker. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: DHR review of our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2017 (april 20-22nd, 2018) during which 45 visual inspections were carried out with 0 defects noted. Needles (#8103878) were assembled in machines nº4261-4249 during which 408 visual inspections were performed with 0 defects noted. We have also reviewed the injected safety shield batches (#8099614, #8107704, #8099613 and #8085784) mold machine 3586 and 3571 (april 2018) without finding any issue or abnormality. 3 (B)(4) were reached related to defective molding of safety shield (not enough ¿long¿), but this would not affect whether or not the reported issue. The affected needle is not available for our evaluation so it is not possible to do an accurate investigation of the reported issue. Since defect is not confirmed and this is the first complaint received for this defect, no actions are required.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle with slip tip hub configuration a failure was detected with the intramuscular safety device. A worker in the psychiatry wing was assisting with a patient and after hearing the activation "click" the safety protection device separated from the needle and a puncture occurred to the worker. There was no report of medical intervention.